Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump kept alarming calibration error. The customer had sensor versus blood glucose level issues and the tape was not sticking. The customer's blood glucose level dropped to 20 mg/dl the week before. He took more insulin than he needed to prove his wife that his blood glucose level can drop that low. The device was not returned.